Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise that resulted in automatic mode switch. The noise was reproducible with isometrics (pushing hands together). No additional information was available.